Event description:
Nurse developed a severe rash on her face, and labored breathing. She went to the emergency room where she was given a breathing treatment and steroids. She is currently fine.

Manufacturer narrative:
The device history record was reviewed, and based on the lot number provided, no issues of any kind were detected during the manufacturing of this code. Six mask samples were received for evaluation. All six samples were evaluated for fibers. From the six samples, one presented three fibers. The other masks had less than or equal to two fibers. The longest fiber was 2mm. The amount and size of the fibers is within specification of this raw material, and is considered normal. All the materials evaluated meet raw material specification. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard (B)(4) biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. This mask is composed of polypropylene and cellulose components. At this time, we cannot determine a root cause for the reported issue. We will continue to monitor our customer base for complaints of this nature.